Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer reported that rim of plastic where the reservoir goes in had pieces that chipped off. The insulin pump screen was not as bright as it used to be and she had to turn it in order to read. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device back light function properly and anomaly noted during testing. Device had cracked reservoir tube lip and no broken noted. The test reservoir locked in place properly and no anomaly noted.